Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced healing issues and skin overgrowth at the abutment site and was prescribed oral antibiotics. Subsequently, the patient underwent revision surgery (B)(6) 2014 due to skin overgrowth; during the same surgery a new abutment was placed. The implanted device remains.